Event description:
It was reported that a pt with cardiac arrest was on the table before vascular x-rays examination began. The pt received defibrillator shocks. When the x-ray examination started, image quality allegedly became very poor. The exam was interrupted and the patient was moved to another system to resume and complete the exam. No serious injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.